Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator kept non-functioning and they "replaced battery after battery" but it just quit working. It was indicated that the device was explanted and replaced. The reporter stated that the device never relieved the patient's pain. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2009, product type extension; product ID 7435, serial # (B)(4), product type programmer, patient; product ID 3550-09, serial # (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2009, product type accessory; product ID 3487a-33, serial # (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2009, product type lead. (B)(4).